Event description:
While an instrumentation laboratory field service engineer was servicing an electra 1800c coagulation analyzer at a customer site, the upper sample shield door fell and cut the top of his head.